Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a gastric bypass, while the device was being applied in the abdominal wall, when the anvil was forced through an incision site, the anvil tilted and would not spring back to its original position. It was stated that the fascia was dissected but not enough of an opening was made which caused the anvil to tip. A larger fascia incision was made and another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when the anvil was forced through an incision site, the anvil tilted and would not spring back to its original position. It was stated that the fascia was dissected but not enough of an opening was made which caused the anvil to tip.